Event description:
Customer reported the mother of the home care patient feels the trach was leaking. The info provided suggest that a replacement tube was required. The customer has confirmed that no sample will be made available for analysis.

Manufacturer narrative:
(B)(4). No sample is expected to be returned. Without the actual complaint sample a full investigation cannot be completed, therefore, we are unable to determine the cause for this specific event. We are unable to determine the exact cause for this specific event, however, manufacturing controls are in place to detect related issues and to reduce the potential for occurrence during the manufacturing process. Info of this nature is included in our database and monitored through trending.